Event description:
Caller tested 4.2 inr, 6.1 inr, and 6.2 inr on the coaguchek xs system. Caller's coumadin was held for 3 days based on the meter results. No adverse event reported. Requested return of suspect system; however, caller no longer has the test strips; replacement was sent.